Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife reported that the patient was taken to the hospital due to a fever on (B)(6) 2015. Patient's wife reported that the patient was not wearing dexcom continuous glucose monitor (cgm) at the time of death. Patient took off cgm a few days prior, during hospitalization. Patient's wife reported that the cause of death was end stage renal disease (esrd). Patient's wife reported that the patient had tubes at the kidney's during hospitalization. Additionally, patient's wife reported that the patient was on numerous unknown medications. No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient expired from end stage renal disease (esrd). It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.